Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed at the (B)(6) location, following medtronic¿s acquisition of (B)(4). This activity is being managed through medtronic¿s (B)(4) integration plan.

Event description:
An endoanchor was mis-deployed despite having adequate apposition. A snare was advanced through the lumen of the heli-fx guide and the endoanchor was removed without any patient impact.